Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16113.

Manufacturer narrative:
H10: philips received a complaint on the v60 ventilator, indicating that the user interface (ui) was not turning on. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 03/07/2023, 03/14/2023, 03/21/2023, 03/28/2023, and 04/05/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a key panel failure. At this time, it is unknown if there is any patient involvement at the time the issue was discovered, and there is no reported patient or user harm. The investigation is ongoing.